Event description:
Previously reported as no malfunction or reason for removal provided. The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, superior, femoral technique/tools: direct traction with locking stylet, intravascular counter traction, sheath(s). No complications.